Manufacturer narrative:
E1: customer phone number was identified and updated. Analysis results: product was not returned to confirm a malfunction has occurred. Product not returned to manufacturer.

Manufacturer narrative:
The adverse event reported was damaged teeth and enamel. Date of event the event date is approximate. Diamondclean brush heads are accessory replacements to sonicare power toothbrush systems. The serial number was not provided. The consumer's phone number was not provided.

Event description:
A consumer reported that her diamondclean replacement brush heads damaged her teeth and enamel.